Manufacturer narrative:
Pump booted up properly once installing aa battery, no frozen screen was noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Test sc1-cap and reservoir locks properly into the reservoir compartment. No delivery alarms were not noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed 7 no delivery alarms on the event date of 03/19/2026 at 22:24:00.000 to 22:33:00.000 during basal. Pump alarmed several pump error 37 alarms on the event date of 03/19/2026 at 16:54:55.000 to 17:02:05.000. Pump alarmed several pump error 38 alarms on the event date of 03/19/2026 at 17:03:36.000 to 19:00:40.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor (moisture damage on the motor home switch), and force sensor. The following were also noted during visual inspection: scratched case, and pillowing keypad overlay. No delivery/occlusion alarm was not confirmed during testing. Pump error 37 and pump error 38 were found in the pump history files and traces due to moisture damage on the motor home switch. Frozen screen was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer observed frozen screen and also received insulin flow block alarm. The customer reported no adverse event. The event involved product(s) mmt-441ag, mmt-1884, mmt-342g. Troubleshooting was performed. Customer confirmed insulin did not exit during 5u fill cannula or pump alarmed. Customer re-attempted load reservoir/fill tubing process after a complete set change and insulin did not exit or pump alarmed. No harm requiring medical intervention was reported. The customer will discontinue use of the infusion set. Mmt-441ag was requested and the customer response was that the device will be returned. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. The customer will discontinue use of the reservoir. Mmt-342g was requested and the customer response was that the device will be returned.